Event description:
It was reported that the customer passed away due to an auto accident and she was the driver. Caller stated that the customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion, occlusion, excessive no delivery alarm test and delivery volume accuracy test. Unit was received with cracked reservoir tube.